Event description:
General report received of an unspecified number of undocumented incidents of the clave ports remained in the open position; subsequently, blood loss was noted. After unspecified lengths of time in use, the clave ports were accessed with unspecified syringes or vacutainers. It was reported that after removal of the devices, the silicone sleeves of the clave ports remained depressed. It was reported that unspecified volumes of blood was lost. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received.